Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 100mm abdominal aortic an aneurx stent graft system was implanted in a patient for the endovascular treatment of an 100mm abdominal aortic aneurysm. It was reported that, a CT scan carried out approximately 11.5 years post index procedure revealed that the stent graft had migrated and there was a type ia endoleak. The patient received intervention with the implantation of a 28.5mm non-mdt stent graft and 6 endoanchors and the type ia endoleak was resolved. The physician attributed the cause of the event to infra-renal neck dilation. No additional clinical sequelae were reported and the patient is fine.